Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test, and the device was unable to prime during rewind as a result of a loose drive support disk.

Event description:
It was reported that the customer was hospitalized due to a virus. It was stated that the customer has been off the insulin pump since earlier at the day of the event. Troubleshooting was performed. The alarm clock alerts were cleared, and then the insulin pump was rewound. During the manual prime process, the device alarmed. No further information was provided.